Event description:
It was reported in an article that a review of 512 patients who underwent interspinous spacer implantations between 2006 and 2010 at an institution was conducted. The interspinous spacer device was used in patients without synovial cysts, with synovial cysts, and cysts 3mm. Data was included only for 285 patients with at least 6 months of clinical follow-up. As complications, it was reported 4 patients experienced hematomas. No further patient information was reported.

Manufacturer narrative:
The date of the event is unknown. (B)(4). No known device problem. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.